Manufacturer narrative:
Age at time of event: 18 years or older   device is a combination product.   (B)(4).   Device evaluated by MFR: stent delivery system (sds) was returned without a manifold/hub for analysis therefore the batch/serial number cannot be determined. A visual examination of the stent found that the stent was damaged on the mid-section with stent struts bunched, distorted and overlapping. The undamaged proximal section of the crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The bumper tip profile of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft and it was also noted during analysis that the hypotube shaft was broken 1450 mm from end of strain relief. The manifold/hub was not returned for analysis. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the extrusion shaft. Contrast medium was visible inside the inner lumen. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02004. Reportable based on analysis completed on 06-mar-2017. It was reported that crossing difficulties were encountered. The highly calcified and tortuous target lesion was located in the long diffused left circumflex artery (lcx). The lesion was crossed with a non-bsc wire and pre-dilation was performed with a non-bsc balloon. A 3.00 x 38 mm promus element ¿ long stent was advanced but failed to cross the lesion. Pre-dilation was again performed and a 2.75 x 32 mm promus element ¿ stent was advanced but also failed to cross the lesion. Another 2.75 x 32 mm promus element ¿ stent was advanced but still failed to cross the lesion. Dilation was done at high pressure and the lesion was able to be stented and post-dilation was performed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and a hypotube break.